Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s battery was replaced on (B)(6) 2019. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that they had been turning stimulation off for a couple of days and then turning stimulation back on for a couple of days. Last week when they were turning stimulation back on, the consumer received the poor communication screen on the patient programmer and the reposition antenna screen on the implantable neurostimulator recharger (insr). Prior to last week, it was getting really hard to communicate but they were still successful. During the call, the consumer reviewed that they normally recharged for a couple of hours once a week or maybe twice a week if it was really down. One time, one of the screens said it was empty but according to the charger it was not. It was also noted that the patient programmer batteries were dead if they exposed it to cold outdoor temperatures and this seemed to kill the batteries overnight. It was confirmed that changing the batteries resolved that. During the call, the patient tried connecting the programmer without using the antenna but still received the poor communication screen. No patient symptoms were reported. Additional information was received on 2019-apr-26 from the consumer reporting that the patient was seeking replacement of the battery per recommendation by their health care provider (hcp) office. No further complications were reported.